Manufacturer narrative:
Device evaluation results: the investigation has been completed. Duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer experienced a low blood glucose (bg), level not provided and blurred vision. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.